Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 188 mg/dl at the time of the report. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Event description:
Additional information received reported further event/catheter revision details. The catheter separated from port, and the patient had a catheter revision in (B)(6) of 2009 as reported. The medication the patient was receiving in the pump was lioresal. The patient had a sudden onset of symptoms and loss of treatment in 2009 and had a "heads up" on baclofen withdrawal. It was noted that previously the patient had a cardiac issue of bradycardia while in the emergency room, and he was hospitalized over-night. While hospitalized, the patient indicated that his heart stopped while on ICU monitoring. The scheduled catheter revision was cancelled at that time and the patient was sent immediately for a cardiologist consultation. A pacemaker was implanted to address the bradycardia. Two days after the pacemaker was implanted, the catheter revision was done and the baclofen dosage was back to the appropriate dose. After 10 months in outpatient therapy following the revision, the patient was "progressing wonderfully" and walking several feet at a time with assistive devices, and the patient's tone was "great." One year later, the patient experienced return of symptoms over several days. Endurance, tone, and ambulation "went away." The patient was referred to a medical center on (B)(6) 2011, and they had been managing the pump since then.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type catheter.

Manufacturer narrative:
(B)(4).